Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did the needle fall into the patient? Yes. Was the needle piece removed from the patient during the same procedure? Yes. Were x-rays taken to locate the needle? No. Was there any patient consequence or injury? No. What is the patient¿s current health status and condition? Good. Was any other tissue damaged as a result of searching the needle? No. What measures were taken to retrieved the broken piece? Simply removed. Is there a second surgery schedule to search the needle? Please provide more information: no what is the lot number? Unknown device return status. Please document the shipment tracking number: device not available for return. Simply reported to me. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Answers are secondhand from natalie montoya, or manager, simply reporting what details we known, there are no known consequences to the issue.

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure, the needle broke. No further information was provided. Unknown if a device is available for return. No adverse patient consequences were reported. Additional information was requested.